Event description:
The technician reported that all brake casters were not holding. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brakes were not holding during a between patient inspection and the most likely cause is normal wear and tear. The technician replaced all brake casters to resolve the issue. Based on this info, no further action is required.